Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the pump was attached to a muscle in the stomach. It was reported that it was unknown what was done with the catheter. The issue was noted to be resolved. No further follow up is required at this time.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a drug infusion device. The drug being delivered was 1.0 mg/ml morphine at 0.2499 mg/day. The reason for use was non-malignant pain. It was reported that the patient¿s first pump that she had implanted on (B)(6) 2018 (records show implant date of (B)(6) 2018) started flipping, and was replaced with a new pump on (B)(6) 2018. The pump started flipping "2 weeks after it was put in.¿ it was "tangling up the catheter". The patient did not know if both the pump and catheter were replaced. The patient stated that they don¿t know how this happened, and that they didn¿t have any falls or trauma.